Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. Vessel morphology was not reported. During follow up the patient complained with abdominal pain and a CT identified a type ib endoleak at the right ipsi limb. The physician intervened the patient by extending the limb into the external and coiled the patient¿s hypo. The intervention was completed successfully and the endoleak was resolved. The physician attributed the cause due to the distal limb not sealing properly due to iliac dilatation and since the limb landed at the origin of the hypo and the external bifurcation the physician decided to coil and extend the limb. No additional clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).